Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon lowering procedure, at the time of stapling in the patient¿s rectum, the stapler locked and the did not fire. Surgeon used another device to complete the case. There was no patient injury.